Event description:
It was reported that the device had two aiming beams. There was no patient or procedure involved in this event.

Event description:
It was reported that the device had two aiming beams. There was no patient or procedure involved in this event.

Manufacturer narrative:
The device is not available for analysis, no physical analysis of the product could be performed. However, the field service reconnected the lens and the issue was resolved. A component failure was identified without any design or manufacturing issue, the investigation conclusion code assigned to this event was cause traced to component failure.